Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for an overprime-leak out of patient line was not confirmed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's (B)(4) requesting information on priming as some fluid came out of the top of the line during re-priming on the home choice (hc) machine. The home patient (hp) wanted to know if that was ok. The technical service representative (tsr) explained that the top was vented to let the air out and that sometimes fluid would come out as well. The hp understood and would connect for therapy. The patient was involved but there was no patient injury or medical intervention reported. During a follow up, the hp stated that he did not stack his bags. No patient injury or medical intervention was reported.